Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal one-piece intraocular lens (iol) was fully inserted into the left eye (os) but was removed and replaced during the same procedure after a scratch caused by the trailing haptic noted. No additional surgical maneuvers were required to deliver or position the original lens. The replacement was another lens of the same model and diopter. The procedure was completed without delay and required no further surgical interventions (e.g., vitrectomy, sutures, or incision enlargement), and no medications beyond the standard of care were necessary. The patient is reported to be in good condition postoperatively. It was confirmed that the lens was not kept folded for more than 10 minutes and that the scratch was not due to user error. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: dec 11, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully advanced with viscoelastic residue not observed to be evenly distributed throughout the cartridge. Stress marks were observed on the cartridge tip and were damaged along with the cartridge. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was cut in half, coated in viscoelastic residue, and stuck together, the halves were cleaned and unstuck revealing the lens was scratched and damaged. No further evaluation was performed. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.